Event description:
An undetermined number of patients experienced suture break one (1) to two (2) days post-wound closure for dermatologic excisions. This resulted in wound dehiscence. Each of the patients returned to the doctor's office and the wound was resutured. The doctor's office had only the 386b in lot 302291 available for resuturing. After resuturing the incisions healed without incidence. No other information was furnished by the initial reporter after the original report was received in 6/01.